Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion occurred and the procedure was cancelled. It has been reported that a versacross access solution kit was selected for use for a watchman procedure. During the procedure, prior to transseptal, that was attempted several times, a pericardial effusion developed in the pericardium. A pericardial tap was performed to manage the effusion and the procedure was aborted. Patient has been admitted to hospital and expected to fully recover. Product is not expected to return for analysis (disposed). The patient was not under warfarin at the time. In the physician's opinion, the device or procedure did not contributed to the adverse event.